Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) with a navistar thermocool catheter and char was discovered on the catheter. After the procedure the physician saw charring at the proximal end of the distal electrode. The procedure was completed successfully. There were no patient consequences and the patient was in stable condition immediately after the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4).